Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. X-ray revealed that the lead had migrated. The patient underwent a revision procedure wherein a paddle lead was disconnected from the ipg and a new linear lead was connected. The patient was doing well with good coverage postoperatively.